Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approx 87 months ago. The right iliac artery was slightly ecstatic at the time of implant. It was reported that the patient returned for an annual f/u approximately 11 months ago and a distal type 1 endoleak was noted on the right which is the contralateral side, as the iliac artery had become more aneurysmal. An aneurx limb was placed to extend into the left external iliac to resolve the endoleak. Additionally, the left internal iliac artery was coil embolized. Although there was no proximal type 1 endoleak or migration of the bifurcated stent graft, the aortic neck was found to have elongated to about 4 cm and the physician elected to place a 26 mm talent cuff as a prophylactic measure (see MFR # 2953200-2010-01810). No add'l clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Eval: results: (endoleak), (aneurysm iliac artery and elongated aortic neck). Conclusions: (aneurysm iliac artery and elongated aortic neck).